Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by abdominal pain, cloudy effluent, fever, and diarrhea. The patient was hospitalized for the event on the same day of onset. The cause of the peritonitis was reported as being due to "digestive trouble due to foods." The patient was treated with unspecified antibiotics (doses, frequencies, and routes were not reported) for peritonitis. After 14 days of hospitalization, the patient was discharged and recovered from the event. Dianeal therapy was ongoing. No additional information is available.